Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported that a zero tip basket device was about to be used on a stone lithotripsy procedure. Upon opening the box, it was found that the items were damage and slice across the packaging making the items unsterile. Reportedly, the cuts did not run in the same direction as the box lid and most likely damaged prior to shipping using a box knife. This report pertains to the first of four zero tip basket devices used in the same procedure.

Event description:
It was reported that a zero tip basket device was about to be used on a stone lithotripsy procedure. Upon opening the box, it was found that the items were damage and slice across the packaging making the items unsterile. Reportedly, the cuts did not run in the same direction as the box lid and most likely damaged prior to shipping using a box knife. This report pertains to the first of four zero tip basket devices used in the same procedure.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of seal compromised. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the device returned inside its pouch and the package returned sealed. Media analysis was performed, and it shows that the pouches are cut at one side compromising the integrity of the pouches. Microscopic examination was performed, and it was possible to see that a horizontal cut on the left side of the package. It was also noticed that the same cut on the borders of the tray that came inside the pouch. With all the available information, boston scientific concludes that the reported event was confirmed. However, the investigation findings did not lead to a clear conclusion about the cause of this failure. Additionally, product handling procedure provides steps to ensure the integrity of the package during boxing; therefore, it is unlikely the found damage occurred during the boxing procedure. Additionally, this also ensure the package is handle in an appropriate way, these steps include instructions for opening boxes to avoid damaging product with box cutter, instructions about how to open perforated boxes. Therefore, product damaged in the manner as indicated in the complaint, would not be packaged and shipped to customers with the found damage. Taking all available information into consideration, an investigation conclusion code of cause not established was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the reported adverse event.